Event description:
Pt reported a lap-band with "a hole in the port and I haven't lost any weight since my band was refilled after pregnancy." The device was found to have a "hole in the port" when the doctor performed an endoscopy. Healthcare professional mentioned that the lap-band "has a leak somewhere," but could not specify where. The pt had an esophagogastroduodenoscopy which "came back normal besides some mild gastritis". The lap-band port will be removed and replaced.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Inflammation is a surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of gastritis as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."